Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/19/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 10/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with mentor memorygel breast implant 600cc gel prostheses. Bilateral deflation on the breast prostheses was observed post procedure by patient¿s doctor. As a result, the patient underwent removal without replacement on (B)(6) 2018. This report is for the left prosthesis. See manufacturer report number 1645337-2018-06454 for the contralateral prosthesis.

Manufacturer narrative:
Device evaluation summary: the device was returned at mentor containing gel with a clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection the device was severely rented. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 5846958 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).